Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgical incision was exacerbated by the lifevest equipment. Patient described the area as fasteners rubbing on incision and opening areas. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin and triamcinolone acetonide (cortisone) for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.